Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a noise was heard coming from the right rear area of the cell-dyn ruby analyzer. In addition, the customer stated that they smelled and observed smoke coming from the back of the analyzer.

Manufacturer narrative:
A field service representative (fsr) inspected electrical and hardware components of the instrument and reinitialized the celldyn ruby. The fsr found no signs of burn or smoke. Control material and whole blood precision was performed and all were within specifications. The complaint issue of smoke seen on the celldyn ruby instrument could not be verified. Per the customer, after troubleshooting the celldyn ruby performed without any issues and within specifications. Per the fsr, smoke from the instrument was not seen again by the customer. Customer complaint data was reviewed and no adverse trends were identified. The celldyn ruby operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.